Event description:
Dealer states the chair was broken right out of the box and the pictures show it's the pivot link and possibly the frame that was damaged. No further information provided.

Manufacturer narrative:
Product returned and evaluated. Found to have the seat rails bent.